Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced ineffective stimulation. The sjm rep was unable to resolve the issue with reprogramming. Surgical intervention will take place at a later date and the physician plans to explant the pt's entire scs system. Additionally, an MRI may be taken after the scs system is explanted.